Event description:
It was reported to philips that the system's x-ray tube failed, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) procedure which was completed as planned by restarting the system. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed the reported issue. The analysis of the system log file confirmed that there was a communication (certeray) problem with the generator. The fse confirmed that the issue was caused by the hospital¿s mains power. Since the issue was resolved by system restart, the customer was instructed to monitor the equipment for a few days. Following days, it was confirmed that there were no issues reported, and no recurrence occurred. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was unable to boot up successfully due to a lack of power to the system due to the hospital¿s mains power. There was no indication that the system malfunctioned, and the issue was resolved once the hospital's mains was solved. Also, the system regained its functionality after the system restarted and the procedure was completed using the same system. Therefore, the system was functioning as intended. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.